Event description:
The customer reported that the ac power led was not lit, and the unit failed to power up via battery power.

Manufacturer narrative:
The customer reported that the ac power led was not lit and the unit failed to power up via battery power. The unit was evaluated at phillips, and the symptom was verified. Both the power and the control pcas were noted as defective. This is consistent with a shorting capacitor on the control pca blowing the fuse on the power pca resulting in a failure to power up. The customer declined repair for the device. We are considering this failure a malfunction of the control pca.